Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (battery problem) has been confirmed. As received, the monitor would not communicate with a battery pack. A root cause investigation for is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the monitor was prompting a battery issue. The patient was issued a replacement monitor.